Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced a significant difference between sensor glucose and blood glucose values with repeated calibration attempts not accepted and a subsequent change sensor alert. The event involved product(s) mmt-332a,mmt-381a,mmt-5120ma,mmt-1884. The reported event involved a low sensor glucose value 50 mg/dl and a higher blood glucose value 287 mg/dl. Troubleshooting was performed, the difference between sensor glucose and blood glucose values was 237 mg/dl is beyond acceptable range. The troubleshooting for the high blood glucose event was not completed because the customer declined or was unable to troubleshoot. No further customer complications were reported. No product return is required for mmt-332a,mmt-381a,mmt-5120ma,mmt-1884.